Event description:
It was reported the video system center had no image. The issue occurred during preparation for use in an unspecified diagnostic procedure. There was an unspecified delay as the procedure was moved to another procedure room. However, the procedure was then completed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction would likely be related to a failure of the patient board. Olympus will continue to monitor field performance for this device.